Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Eval, conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished good release criteria.

Event description:
It was reported that the disposable hand piece would not engage and the drive coupler is possibly broken. There was no case involvement and there were no adverse pt consequences.